Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with would not fully open when open button was pressed was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of "pump head module keypad" issues.

Event description:
The facility representative reported a colleague infusion pump that would not fully open when open button was pressed. This condition had the potential to interrupt delivery. This event occurred during programming/setup. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.